Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that every time testing would be performed on their cardiac resynchronization therapy defibrillator ( crt-d), it would show "abnormal battery consumption." The patient noted there was a problem with the battery and capacitors of the crt-d. The device is still in use. No patient complications have been reported as a result of this event.